Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains within the patient, no portion of the device was reported available. The alleged detachment issue and incident as described could not be confirmed. If any portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies difficult detachment as potential complication associated with use of the device.

Event description:
As reported, the web did not detach, had sticky detachment. A wdc-2 handle was attempted multiple times with green light for connection. The physician manipulated the via 27 microcatheter up to the proximal marker of the web and then unshealthed. The web wire was gently pulled on, and became detached manually. Patient woke up, aneurysm was secured, web staying in place in the aneurysm. No patient harm was reported.